Manufacturer narrative:
At this time, microline surgical is awaiting the affected device back so an investigation can be completed. Once the results of the investigation are available, a final adverse event report will be submitted.

Event description:
During a thl procedure dr. Santamaria flores and or staff noticed that the microline handpiece and scissor tip began sparking at the end of the case during monopolar cauterization. Settings were reported as "35 cut blend, coag 35." The instrument was removed from the patient, and the distal end appeared melted and charred. The instrument was put aside, and the manufacturer was contacted. No burns or injury to patient were reported at time of filing this air report.

Event description:
During a thl procedure dr. (B)(6) and or staff noticed that the microline handpiece and scissor tip began sparking at the end of the case during monopolar cauterization. Settings were reported as "35 cut blend, coag 35." The instrument was removed from the patient, and the distal end appeared melted and charred. The instrument was put aside, and the manufacturer was contacted. No burns or injury to patient were reported at time of filing this air report.

Manufacturer narrative:
An investigation of the returned product was able to confirm the reported issue of electrical arcing. The renew handpiece was received, decontaminated, and visually inspected. Burn damage was seen on the overmolded hub of the tip and insulation tube of the handpiece. Although the exact cause of this incident cannot be determined, there are a few possibilities that point to why this event may have occurred. It is possible that the tip was not fully attached to the handpiece, allowing current to escape and cause an electrical arcing event. The shaft may have been in contact with another object that was not the intended site for energy delivery, so the current may have tracked along the surface of the shaft to the other object. The device may have been unintentionally damaged from handling and reprocessing, which compromised the insulation strength of the device.